Event description:
The reported event was as follows: during an endobronchial lung biopsy procedure, the radial ultrasound (rebus) probe was extended beyond the tip of the catheter. Shortly thereafter, the physician noted difficulty removing the rebus probe from the lung. The catheter was retracted that the distal tip of the rebus probe remained in place. The physician then pulled the proximal shaft of the rebus probe and was successful in retrieving it from the patient and through the catheter. At this point, the physician performed mediastinal staging on the patient. Following the staging procedure, a minor pneumothorax was detected on the post-procedural x-ray. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).